Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The hcu30 unit was investigated by a maquet field service technician. The return tank valve and the cardioplegia stop valve were found to be corroded. Both valves were replaced. Functional testing was performed and passed. The unit was run through the cleaning cycle with no issue and returned to service. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that while the unit was in the cleaning mode it began to emit a burning smell. The unit was unplugged from the wall. No patient involvement. Reference: (B)(4).